Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer's daughter reported her father received glucose results of 8.1 mmol/l and 7.1 mmol/l on his freestyle freedom blood glucose monitor within a ten minute timeframe. They then reported that he could not speak, and did not know where he was. Paramedics were called, and the customer was transported to a local hospital where he was diagnosed with hypoglycemia. They reported that he was given "insulin glucose" in order to stabilize his glucose levels. Additionally, the customer reported his meter was set to mg/dl instead of mmol/l. The device should be set with mmol/l as the unit of measurement.